Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both extensions. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedance issue was confirmed. As received, microscopic inspection lead extension showed no anomaly and did not pass electrical testing for opens and that could cause high impedances. The cause of the reported event could not ascertain.